Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5. The customer reported that insulin leaking out of the septum. The customer's blood glucose (bg) level was 255 mg/dl. The customer delivered a correction bolus to address bg level. The customer reported that cartridges were not refilled or reused. The customer was able to load a new cartridge and resume insulin delivery.